Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there was primary audible alarms, and battery date code OEM mn151119. There was bmv security seals on plunger head and bottom case housing. Smiths tamper evident seal was missing from the battery compartment and altered on the plunger head. There was a non-OEM speaker, 7.6 ohms (not counting lead resistance of about 2.5 ohms). The j9 glue was removed. The OEM speaker counts l3, l4, and l5 equal 52, 115, and 172, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Manager of customer and technical support and a field service engineer will be performing complaint investigations and gathering data, but not performing any repairs or remediation work for any issues they may find. They will document and let customer know of any issues found/necessary repairs to be performed.

Event description:
Additional information received via email from manager of customer and technical support and attached in complaint: no further information available. The customer has been filing these generic complaints based on server reports they are generating themselves. As far as the customer knows, they are not pulling individual event history log (ehl) from pumps, they are just filtering reports to show auxiliary control unit (acu) watchdog failure. There was no patient injury.